Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that the device failed to cross the lesion. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified target vessel. A 3.50mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected and advanced to treat the target lesion. During procedure, the device failed to cross the lesion. The procedure was completed with a non bsc device. No patient complications were reported and the patient¿s condition is good. However, device analysis revealed a broken hypotube. It was then further reported the break occurred after removal from the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device was returned for analysis. The distal section of this device was returned with a result of a hypotube break located 47.8cm from the catheter tip. The proximal section of the catheter was not returned. The distal shaft was kinked from 3cm to 5cm inclusive from the catheter tip also. Shaft kinks and hypotube breaks are typical of excessive force being applied to the device during use/handling. There were no issues with the balloon or blades. No further damage was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).